Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(6) 2015.

Event description:
On (B)(6) 2015, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend I on a galileo echo.